Event description:
It was reported that the patient was experiencing pectoral discomfort due to device migration. A pocket revision was performed and during the revision, the physician elected to explant and replace the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed with no anomalies found.